Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open surgery, the needle disassembled at the time of passing the point of suture. There was no patient injury.